Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5176415.

Event description:
It was reported that the patient was experiencing inadequate stimulation coverage in his back due to lead migration. The patient underwent a revision procedure wherein both of the leads were replaced. The patient was getting great coverage and was stable post operatively.